Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d 3ss 0.2m cv tubing broke. The following information was provided by the initial reporter: material no: 2432-0007, batch no: 20036734. It was reported IV tubing broke at blue safety clamp.

Event description:
It was reported that as lvp 20d 3ss 0.2m cv tubing broke. The following information was provided by the initial reporter: material no: 2432-0007 batch no: 20036734. It was reported IV tubing broke at blue safety clamp.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes. D.10 returned to manufacturer on: 09/09/2020. Investigation conclusion: the customer reported "IV tubing broke at blue safety clamp¿. Received from the customer one used partial primary set model 2432-0007 lot 20036734 with its original package. Received with an empty 250ml IV bag of levetiracetam 15mg/ml inj. Dose 3,000mg = 200ml (baxter 250ml, lot number dr19b09055). The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. During visual inspection it was observed that the silicone segment (p/n 12088541) was separated from the lower fitment (p/n tc10006063). The retainer ring (p/n 601316-000) was received in the package. Further visual inspection of the silicone segment observed retainer ring indentations in the correct location on the tubing. No damage was observed on the retainer ring. The lower fitment as well as the remainder of the set was not received from the customer. Traces of clear liquid was observed in the drip chamber and received section of tubing. No other abnormalities were observed on the set during visual inspection. Functional testing was not performed due to the separation and missing bottom section of the set. Dimensional analysis was performed on the retainer ring and silicone segment tubing. The innermost dimension of the retainer ring measured 0.1935", within the specification of 0.1935¿ +0.0010" / - 0.0005". The inside diameter of the silicone segment measured 0.131", within the required specification of 0.129" to 0.132". Equipment used (visual inspection and measurement performed on 22-sep-20). Calipers, eq02784, calibration due date: 19-dec-20. Pin gauges, eq08349, calibration due date: 14-july-21. Optical ram-cnc, eq08204, calibration due date: 05-feb-21. The device history record for primary set model 2432-0007 lot 20036734 was performed. The search showed a total of (B)(4) units in 1 lot were built on 20 march 2020. There were no related qn¿s (quality notifications) issued during the production build of this set for the failure mode reported for the given time frame. The customer¿s report of IV tubing broke at blue safety clamp was confirmed on primary set model 2432-0007. The broken tubing was identified as the silicone segment being separated from the lower fitment. The root cause of the separation could not be definitively determined. Failure investigation dir no: 10000335005 has been initiated to investigate damages and separations in the pump segment.